Event description:
It was reported that the patient experienced shortness of breath and desynchrony due to high impedance and loss of capture with the right atrial (ra) lead. The ra lead was later confirmed to have fractured. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .